Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred during ablation in the right superior pulmonary vein (rspv). The ablation was stopped and the case was aborted. The patient's hospital stay was extended. It is unknown at this time if the patient recovered from the pnp. No further patient complications have been reported as a result of this event. (B)(6) 2017, 11:02:25: incoming information indicated that the patient has not fully recovered from the phrenic nerve palsy (pnp) and the patient was experiencing difficulty breathing.

Manufacturer narrative:
Event summary: the patient data files showed at least twelve injections were performed with catheter 2af284 / 38046-64 without any issue on the date of the event. Clinical issues (phrenic nerve injury) was encountered during the procedure. The balloon catheter has not been returned for investigation. No product malfunction reported. In conclusion, this is a clinical issue (phrenic nerve injury) encountered during the case. The balloon catheter has not been returned for investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.